Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having cognitive issues. It was also reported that patient was having difficulty forming sentences and thoughts. The physician was unsure if it has something to do with our device or some neurological issue. The patient was provided medication by the neurologist and the stimulator was kept off for a little longer as the patient seemed to have shown progress.